Event description:
The following report was received from the field: during a coronary stenting procedure, while trying to deploy the stent, the physician was unable to separate the stent from the wire (pro-water flex). As a result the whole stent delivery system had to be removed from the patient. There was no injury to the patient.

Manufacturer narrative:
Any additional information will be submitted within 30 days of receipt.